Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the ventricular tachycardia issue was not determined due to insufficient clinical information and based on data log review. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female in supraventricular tachycardia was implanted with an impella cp device for mechanical circulatory support. The impella was removed due to ventricular tachycardia storm. The patient survived on continued ECMO support.